Event description:
The customer reported that the system was having boot up problems. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cables of the image process controller were reconnected. The system was tested and found to be working as intended and put back into service.